Event description:
The patient reported redness and infection at the incision site where the lead was coiled. An explant procedure was performed. However, the date is unknown.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a device after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and not using antibiotics preoperatively have been ruled out as potential causes of the reported issue. However, the questionnaire shows it is unknown if the site was irrigated before closure and if multiple tunneling attempts were needed, which may be contributing factors to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness and infection cannot be identified with the provided information; thus, the investigation has been concluded as no fault found.